Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney patient underwent hernia repair on (B)(6) 2013 and mesh was implanted. It was reported patient experienced undisclosed injury following the procedure. No additional information was provided.